Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure moved from fallopian tube'), abdominal pain ('abdominal pain /excessive colic'), pelvic inflammatory disease ('suspicion of pelvic inflammatory disease') and genital haemorrhage ('beedings') in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6)2016, the patient had essure inserted. In (B)(6)2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen belly") and ovarian enlargement ("swollen belly /swelling in ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation delayed ("menstrual delay"), dyspareunia ("pain during sexual intercourse"), uterine inflammation ("uterine inflammation") and pelvic fluid collection ("liquid in douglas´pouch"). The patient was treated with surgery (essure removal and hysteroscopy). Essure was removed in (B)(6)2017. At the time of the report, the device dislocation, abdominal pain, pelvic inflammatory disease, genital haemorrhage, abdominal distension, ovarian enlargement, menstruation delayed, dyspareunia, uterine inflammation and pelvic fluid collection outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, menstruation delayed, ovarian enlargement, pelvic fluid collection, pelvic inflammatory disease and uterine inflammation to be related to essure. The reporter commented: consumer stated that us was done after insertion and she was told that there was no problem with the placement of the essure. In (B)(6)2017, (B)(6)2017, (B)(6)2017 and (B)(6)2017 several exams were performed and diagnosed inflammation in her uterus, swelling of ovarian and liquid in douglas pouch. According to the consumer, in (B)(6)2017 and (B)(6)2017, a video hysteroscopy and a tomography were done and confirmed that essure was moved from fallopian tube. However, image results were received and contain discrepant information: a hysteroscopy performed on (B)(6)2017 confirmed essure bilaterally placed (despite consumer previously mentioned that it was at wrong localization); on the other hand a tomography performed on (B)(6)2017 did not mention essure (whether it is wrongly or correctly placed). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6)2017: wrong localization of device. Suspicion of pid. Hysteroscopy - in (B)(6)2017: wrong localization of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure moved from fallopian tube"), abdominal pain ("abdominal pain /excessive colic") and genital haemorrhage ("bleedings") in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen belly ") and ovarian disorder ("swollen belly/swelling in ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation delayed ("menstrual delay"), dyspareunia ("pain during sexual intercourse"), uterine inflammation ("uterine inflammation") and pelvic fluid collection ("liquid in douglas´pouch"). The patient was treated with surgery (essure removal and hysteroscopy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, abdominal distension, ovarian disorder, menstruation delayed, dyspareunia, uterine inflammation and pelvic fluid collection outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, menstruation delayed, ovarian disorder, pelvic fluid collection and uterine inflammation to be related to essure. The reporter commented: consumer stated that us was done after insertion and she was told that there was no problem with the placement of the essure. In (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 several exams were performed and diagnosed inflammation in her uterus, swelling of ovarian and liquid in douglas pouch. In (B)(6) 2017 and (B)(6) 2017, a video hysteroscopy and a tomography were done and confirmed that essure was moved from fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: wrong localization of device. Hysteroscopy - in (B)(6) 2017: wrong localization of device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure moved from fallopian tube"), abdominal pain ("abdominal pain /excessive colic"), pelvic inflammatory disease ("suspicion of pelvic inflammatory disease") and genital haemorrhage ("beedings") in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen belly") and ovarian enlargement ("swollen belly /swelling in ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation delayed ("menstrual delay"), dyspareunia ("pain during sexual intercourse"), uterine inflammation ("uterine inflammation") and pelvic fluid collection ("liquid in douglas´pouch"). The patient was treated with surgery (essure removal and hysteroscopy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, pelvic inflammatory disease, genital haemorrhage, abdominal distension, ovarian enlargement, menstruation delayed, dyspareunia, uterine inflammation and pelvic fluid collection outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, menstruation delayed, ovarian enlargement, pelvic fluid collection, pelvic inflammatory disease and uterine inflammation to be related to essure. The reporter commented: consumer stated that us was done after insertion and she was told that there was no problem with the placement of the essure. In (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 several exams were performed and diagnosed inflammation in her uterus, swelling of ovarian and liquid in douglas pouch. According to the consumer, in 2017 and (B)(6) 2017, a video hysteroscopy and a tomography were done and confirmed that essure was moved from fallopian tube. However, image results were received and contain discrepant information: a hysteroscopy performed on (B)(6) 2017 confirmed essure bilaterally placed (despite consumer previously mentioned that it was at wrong localization); on the other hand a tomography performed on (B)(6) 2017 did not mention essure (whether it is wrongly or correctly placed). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram in (B)(6) 2017: wrong localization of device. Suspicion of pid. Hysteroscopy in (B)(6) 2017: wrong localization of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure moved from fallopian tube"), abdominal pain ("abdominal pain /excessive colic"), pelvic inflammatory disease ("suspicion of pelvic inflammatory disease") and genital haemorrhage ("beedings") in a female patient who had essure (batch no. D40621) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen belly") and ovarian enlargement ("swollen belly /swelling in ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation delayed ("menstrual delay"), dyspareunia ("pain during sexual intercourse"), uterine inflammation ("uterine inflammation") and pelvic fluid collection ("liquid in douglas´pouch"). The patient was treated with surgery (essure removal and hysteroscopy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, pelvic inflammatory disease, genital haemorrhage, abdominal distension, ovarian enlargement, menstruation delayed, dyspareunia, uterine inflammation and pelvic fluid collection outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, menstruation delayed, ovarian enlargement, pelvic fluid collection, pelvic inflammatory disease and uterine inflammation to be related to essure. The reporter commented: consumer stated that us was done after insertion and she was told that there was no problem with the placement of the essure. In (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 several exams were performed and diagnosed inflammation in her uterus, swelling of ovarian and liquid in douglas pouch. According to the consumer, in (B)(6) 2017 and (B)(6) 2017, a video hysteroscopy and a tomography were done and confirmed that essure was moved from fallopian tube. However, image results were received and contain discrepant information: a hysteroscopy performed on (B)(6) 2017 confirmed essure bilaterally placed (despite consumer previously mentioned that it was at wrong localization); on the other hand a tomography performed on (B)(6) 2017 did not mention essure (whether it is wrongly or correctly placed). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: wrong localization of device. Suspicion of pid. Hysteroscopy - in (B)(6) 2017: wrong localization of device. Most recent follow-up information incorporated above includes: on 19-mar-2019: suspicion of pid added as an event. Discrepant information described in legal claim and results of exams (us, hysteroscopy and tc did not confirm essure in wrong position). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.